Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 482 mg/dl and blood glucose this morning was 59 mg/dl the customer treated high blood glucose with manual injection. The customer was also reported that the insulin pump was not delivering insulin and insulin pump received multiple pump error alarm. The insulin pump received insulin flow blocked alarm and insulin was exited in two places on the cannula during prime. The customer was able to complete rewind the insulin pump and self test was passed. The insulin pump will not be returned for analysis.